Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic herniorafia inguinal procedure, the trocar tore wherein the safety valve was lost. A new trocar was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal was cut. The trocar, cannula, and envelope seal appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.